Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated at zoll medical united kindom. The customer's report was duplicated and attributed to the analog board. It is recommended to replace the analog board. The customer declined repair. The device will be scrapped at united kingdom. Analysis for reports of this type has not identified an increase in trend.